Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced a change in therapy effect. The physician believed that the pump was not working because the patient's pain was back. The patient was admitted to the hospital last night. It was noted that the patient had also been in the intensive care unit (ICU) 1.5 weeks ago because of the pain. Per the reporter, the patient has not had pain control over the last week and was now heavily medicated. It was confirmed that everything in the logs was normal, no alarms were noted. The device system was used to deliver bupivacaine and morphine.